Manufacturer narrative:
This report is being sent to correct our previous submission. Report information, complete? Updated to no.

Event description:
A simplygo device was returned to a third-party service center with an initial allegation of the device showing a power issue. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device at the third-party service center, the debug technician noticed that the pca is burnt and the rp-simly go pca needs to be changed. Additionally, the device was returned to the pil for further investigation